Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly the customer delivered a correction bolus via pump to address bg. The customer will continue to use pump for insulin delivery.